Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels rose to approximately 298 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient reported adhesive failure with the pod peeling, insulin leakage, bleeding, redness, and irritation at the infusion site, and that the cannula came out of the infusion site. This prompted a visit to the school nurse, where the pod was removed and insulin was administered via injection. No additional diagnosis or medical escalation was required.